Event description:
On (B)(6) 2020, a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced inflammation at the insertion site. It was reported that the patient was hospitalized for a few weeks and received unknown antibiotic treatment. On (B)(6) 2023 the patient's tubing was removed to allow the stoma site to heal.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.